Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and was able to provide the customer audit log information. No additional information is available about the patient. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the staff was unable to receive alarms from a patient who had expired due the monitor being upgraded at the time. While upgrading bedside monitors in this emergency department, approval was given to begin the upgrade; however, cables in the closet were not labeled correctly and the patient's bed was upgraded inadvertently. Staff did not immediately realize that monitoring had been interrupted but then the patient was moved to another bed, where they passed away a short time later. The patient was being monitored remotely just prior to the upgrade and the remote monitoring staff alerted the ed staff of the alarms. Patient rhythm strips were obtained from the zoll defibrillator, which is the only source of strips for the patient at the time of this report.